Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, at 13:00, the doctor ordered that the patient's indwelling urinary foley catheter be replaced under aseptic operation. The catheterization process was smooth, and about 400 ml of light-yellow clear urine was drained. On (B)(6) 2025, at 10:43, it was found that the urinary foley catheter was leaking urine and the balloon was ruptured. It was stopped and replaced in time.